Manufacturer narrative:
The log files was provided by the customer. It was seen that the reading for "press o2 regulated" is rising to a too high level. It was determined that the root cause is user fault since too high o2 inlet pressure was applied. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e ventilator was getting an alarm 388 (no o2 dosing possible) eventhough the device was connected to the oxygen (o2). At this time, there is no information regarding patient involvement associated with the reported event.